Event description:
Emergency room personnel were attending to a pt in ventricular tachycardia. During an attempt at viewing the pt's rhythm the nurse mistakenly applied pacing electrodes and then attempted to connect the disposable defibrillation electrode cable without success. She then attached the pacing cable successfully to the pacing electrodes and allegedly attempted to monitor the pt's electrocardiogram through the paddles mode without success. A back up device was obtained and used to continue treatment to the pt. Except for the delay in administering treatment, there were no adverse effects to the pt reported as a result of the reported event.